Event description:
It was reported that the patient was asymptomatic. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were recommended. The physician opted to monitor as this was a single occurrence seen in one day. No changes were made. There were patient consequences.

Event description:
New information received notes that the clinician turned the low frequency attenuation filter on but no other programming change was made. The patient and device were being monitored.